Event description:
Information was received that a smiths medical catheter had an unsuccessful insertion. Upon removal, the end of catheter was retained in the patient. An x-ray was used to recognize the tip in the sub q space of patient. Removal attempts have been unsuccessful.